Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a problem with the stimulator and she lost sensation in the waist line. The sensation was still felt in the hip down and ribs up. This started a week and a half prior to (B)(6) 2017. The patient had pneumonia and was not sure if coughing caused it, but thought she broke a wire from coughing. It was noted that the patient still had pneumonia and had it for two months as of (B)(6) 2017. The patient had an appointment that was rescheduled to (B)(6) 2017 at 11:10 am and hoped that a manufacturer representative (rep) could be there. No further complications were reported.